Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump kept suspending in the middle of the night. The display will flash white. Customer didn't recall blood glucose at the time of the blank display, however reported high blood glucose 29.9 mmol/l, treated with an older insulin pump. Currently was at 6 mmol/l. Troubleshooting was attempted for the blank display, was not possible as the display had returned. Customer declined troubleshooting for high blood glucose and just wanted to know why the device continued to turn off during the middle of the night. Customer was sent a replacement cap. Customer is not returning the device for analysis.